Manufacturer narrative:
After further review of additional information received the following sections g4, g7, h2, h3 and h6 have been updated accordingly. As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) was pulled out and did not work properly. The doctor tried to deploy the sealant but failed. The sealant was not exposed before use. There was no reported patient injury. The device was stored and handled per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The device was used in an interventional procedure that used a retrograde approach. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was the femoral arterial. The vessel diameter was verified to be greater than or equal to 5mm in diameter. Manual compression for 25-30mins was used to achieve hemostasis. Additional procedural details were requested but are unknown. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle cartridge was disengaged from the handle. The sealant was abutting the balloon and the advancer tube was engaged to the tamp lock. The device had no exposure to blood which likely indicates device was never inserted into a procedural sheath. Per functional analysis, the balloon of the received device was inflated with water and pressure was maintained. A product history record (phr) review of lot f1925203 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported sealant dislodged¿ was not confirmed during analysis of the returned device. The condition of the returned device does not match the description of the complaint. The shuttle was never inserted into a procedural sheath. The condition of the returned device indicates that sealant might have been exposed prematurely due to shuttle displacement. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿remove the balloon catheter from the tray by holding the green/grey shuttle and pulling the device out from the protective tubing¿. If the device were grabbed by the catheter handle instead of the green/grey shuttle when being removed from the packaging, the shuttle could be detached from the black handle, resulting in the sealant being exposed prematurely. Neither the phr review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. A review of the manufacturing documentation associated with lot f1925203 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynx grip vascular closure device (vcd) was pulled out and did not work properly. There was no reported patient injury. The device was stored and handled per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The device was used in an interventional procedure that used a retrograde approach. Femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was femoral arterial. The vessel diameter was verified to be greater than or equal to 5mm in diameter. Manual compression for 25-30mins was used to achieve hemostasis. Additional procedural details were requested but are unknown. The device is expected to be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections b5, g4, g7, and h2 have been updated accordingly. Section b5:addendum for additional information received: the doctor tried to deploy the sealant but failed. The sealant was not exposed before use. This device is available for analysis but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.